Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope presented image noise. There was no patient involvement.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to previously submitted h4 and h6 fields. Updated: h4 corrected: h6.